Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "unable to update timing" message on a unit. The patient is on the pump and the catheter is a sensation 7fr. In the femoral artery. Reports that the waveform is only a little dampened. The patient is in full bigeminy and heart rates is within normal limits. The timing message is constant. Advised that he try reconnecting the fo cable but this did not relieve the problem. I advised him in transducing the central lumen of the iab and a radial aline, but the problem persists. Tried log rolling the patient, aspirating and flushing the line, and I suggested a chest film. A texted image of the screen was sent. The patient is in bigeminy, and the aline looks clean and crisp. Landmarks on the aline are visible. The patient is stable with map in the 70s, aug at 100, and bp 80s/50s. There was no surgical or medical intervention required.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions). Additional information: tel: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) unit had "unable to update timing" message on a cs300. A getinge field service engineer (fse) stated on call he found the timing message was constant. Advised that they try reconnecting the fo cable but this did not relieve the problem. He advised them in transducing the central lumen of the iab and a radial aline, but the problem persists. They tried log rolling the patient, aspirating and flushing the line, and suggested a chest film. A text image of the screen was sent. He suggested at this point to try semi auto, but he was not comfortable with timing the pump and felt that no one on the unit would be proficient at it either. Fse also suggested trying another balloon pump and listed the steps involved to do this. Customer supposed to consider trying the mentioned steps and call back with any further questions. But there is no further response from customer. The complaint may be reopened in future if the response is received. There was no surgical or medical intervention required.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "unable to update timing" message on a unit. The patient is on the pump and the catheter is a sensation 7fr. In the femoral artery. Reports that the waveform is only a little dampened. The patient is in full bigeminy and heart rates is within normal limits. The timing message is constant. Advised that he try reconnecting the fo cable but this did not relieve the problem. I advised him in transducing the central lumen of the iab and a radial aline, but the problem persists. Tried log rolling the patient, aspirating and flushing the line, and I suggested a chest film. A texted image of the screen was sent. The patient is in bigeminy, and the aline looks clean and crisp. Landmarks on the aline are visible. The patient is stable with map in the 70s, aug at 100, and bp 80s/50s.